Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. The fourteen (14) units were received for evaluation. A visual inspection was performed on all the returned units, and particulate matter (pm) was observed in six of the returned samples and no pm was found in eight of the returned samples. Of the six samples with pm observed, white pm was observed embedded in the fill port tubing of three returned samples and black specks were identified in the fill port of three of the samples. The reported condition was verified for six samples and not verified for eight returned samples. The cause of the while pm embedded in the fill port tubing of three samples was a manufacturing issue. The cause of the black specks in the fill port of three samples could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that black and white particulate matter was observed within fourteen (14) exactamix 500 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags. The particulate matter was observed prior to patient use. There was no patient involvement. No additional information is available.